Event description:
It was reported that a malfunction in the customer's pump occurred, identified by malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the customer with this process. After the pump was reset, the malfunction code did not reappear, and the customer was instructed to continue using the pump. The customer was advised to contact technical support again if the issue recurred and understood these instructions.